Event description:
Reported due to decreased blood flow to lower extremity following the use of a perclose proglide device. The physician successfully closed an arteriotomy at the right groin site following a diagnostic procedure with a perclose proglide device. When the pt was transferred to the recovery area no palpable pulse was found in the right lower extremity. A repeat angiogram revealed, "that the artery was sutured" together preventing blood flow to the right leg. The pt's hospital stay was prolonged for surgical coronary artery bypass grafting and pacemaker insertion.